Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The device was implanted to a (B)(6) year-old male. Doi and the initial pressure setting are unknown. After implantation, unintended setting change was noted. When checking x-ray images, the cam was found to have dislodged. Since the patient's condition is now good, a revision is not planned at this point.